Event description:
Complainant alleged that during the incoming inspection of the device, the unit would not respond to the switch commands from the paddles. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant was unable to supply the serial number of the reportedly malfunctioning device.